Event description:
The customer reported to olympus, the gastrointestinal videoscope had a black foreign matter appear during cleaning. The issue was found after a diagnostic enteroscope procedure. There were no reports of patient harm or delay in procedure. The patient was not under anesthesia. The procedure was completed using the same piece of equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of foreign material was not confirmed. However the following was discovered upon investigation; the bending angle in up direction did not meet the standard value due to wear of angle wire, the plug unit had discoloration due to water leakage, the scope connector cover unit had discoloration due to water leakage, the image guide protector had a scratch, the switch one and four had wear, the suction cover plate was detached, and the universal cord had a wrinkle. The customer said that cleaning had been carried out prior to return. The customer stated there are no photos of the debris found and was they were unable to further describe the foreign material. The scope was found to have foreign material during cleaning, not while in use on a patient. During inspection, no obvious fault was found with the device. Post procedure, a simple pre cleaning was done. There were no abnormalities with the reprocessing accessories. The device was cleaned within an hour and cleaned according to normal process. Rinsed and reprocessed using domestic cleaning workstation. The instrument/ suction channel aspirated water using suction pump. There was no effect from other products/reprocessing accessories involved on the event. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.